Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up high thresholds and high impedance were noted on the right atrial (ra) lead. The lead was reprogrammed however approximately one month later oversensing was noted on the ra lead and insulation damage was suspected. The lead was deactivated. No patient complications have been reported as a result of this event.